Event description:
Procedure: hernia. According to the reporter: as per product claim the mesh did not fixed automatically even after 5 minutes of application with hernia bed patient involved without injury.

Manufacturer narrative:
(B)(4).